Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a lap anterior resection procedure, while scrub nurse was preparing for the case, the white pad of the device's jaw fell off. It happened only after the device comes out of the package, and before the case started. She opened the new device for the case. There was no patient consequence.